Event description:
Same case as MFR # 2134265-2010-05699, 2134265-2010-05701, 2134265-2010-05703, 2134265-2010-05702. It was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was noted on the device. Upon unpacking the rotawire a "white stain like scaly residue" was noted on the surface of the wire. The device had no contact with the patient. The procedure was completed with another rotawire guide wire. The patient status is stable.

Event description:
Same case as MFR # 2134265-2010-05699, 2134265-2010-05701 2134265-2010-05703, 2134265-2010-05702. It was reported that during preparation for a percutaneous coronary interventional procedure, foreign material was noted on the device. Upon unpacking the rotawire a "white stain like scaly residue" was noted on the surface of the wire. The device had no contact with the patient. The procedure was completed with another rotawire guide wire. The patient status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).